Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaint trends reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. The customer reported that the nasal sample tested negative twice using the ID now covid-19 assay and the loop-mediated isothermal amplification (lamp) method. A third test was performed using the nicking enzyme amplification reaction (near) method and generated positive results. Per the customer, the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.